Event description:
The patient reported that he went out for the night and felt his blood glucose values increasing. He returned home and tested his blood glucose and it was in the 300's mg/dl. His normal range is 120-180 mg/dl. He reported that he noticed his infusion device did not have power. He inserted a new power pack and the power was restored to his infusion device. He stated that he administered a 10 unit bolus to reduce his elevated blood glucose values. He reported that he was feeling druggy, slow and didn't feel good. No medical treatment was required. No product will be returned.

Manufacturer narrative:
Product not returned for evaluation. Issue described to agency in recall # 2183996-07/13/06-002-r.